Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit cart casters damaged.

Manufacturer narrative:
Aware date updated: 05/10/2023.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed issue in order to resolve issue cart caster replacement was done.